Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory detailed analysis indicated that the allegation against the rv lead could not be confirmed through analysis as the lead passed tests.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and eroded. This rv lead was explanted and was replaced. No additional adverse patient effects were reported.